Manufacturer narrative:
Additional information: b3, b5, h6(update codes) and h11. B3: the event occurred in december 2025. B5: the issue occurred during patient infusion. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set disconnected from a non-baxter intravenous start kit. This issue was described as, ¿isolated event drops by luer lock¿. The process during which the event occurred was unknown. It was unknown if any patient was connected during the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.